Manufacturer narrative:
(B)(4).

Event description:
It was reported by customer that 2 fast-fix 360 devices were unable to deploy the t2. Device anchors were removed successful from patient's anatomy.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
Visual assessment of the device shows the insertion needle is dramatically bent on two planes. No ts or suture remain on the insertion needle but were returned for evaluation. Examination of the construct showed t1 has been broken off. T2 and the suture show no abnormalities. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. No root cause related to the manufacturing process can be established. Use error appears to be a contributing factor to this event.